Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient experienced an event. The patient was using an omnipod 5 insulin pump at the time of the event. On (B)(6) 2026, the patient contacted tech support to report inaccurate cgm readings. During the interaction, she also described a prior medical event that occurred on (B)(6) 2024. The patient reported that on (B)(6), while working with her dog, she began feeling unwell. She was unable to recall her cgm or fingerstick blood glucose (bg fs) readings prior to the event. She contacted family members to inform them of her condition and transported herself to the emergency room (ER) via uber. Upon arrival at the ER, the patient loss consciousness (loc) and does not recall the duration of the episode. She stated that she is unable to remember details regarding the evaluation or treatment provided in the ER but recalled regaining consciousness in the intensive care unit (ICU). The patient reported that she did not report the incident at the time, as she considered it a ¿mishap.¿ she stated that she began feeling improved by the evening of (B)(6) 2024 and was discharged from the hospital on (B)(6) 2024. No other details were reported. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.